Event description:
Caller reported an error with their continuous glucose monitor, identified as cgm error 42, during a sensor session. There was no adverse impact to the customer's blood glucose level, as the error code did not reappear after corrective actions. Technical support guided the caller through resetting the pump, after which the caller successfully initiated a new sensor session.